Event description:
During a code blue, the stryker mattress deflated and when examining the mattress soiling was discovered under the outer covering. A house wide investigation: thirty one stryker mattresses have been examined and found to have varying degrees of discoloration (stain/soil) beneath the outer covering. Reason for use: mattresses for bed frames secure iii - (B)(4).